Event description:
A user facility reported that after insertion of the intraocular lens (iol) the surgeon realized the haptics were bent. The surgical incision was enlarged to facilitate removal of the damaged iol.